Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the patient was treated two inpact admiral drug eluting balloons and two complete se stent in the left limb in the sfa and popliteal. Approximately 9 months post index, the patient suffered occlusion stent left limb distal sfa. The occlusion was asymptomatic and was treated conservatively. The patient recovered. The investigator assessed this event as definitely related to study device and procedure and possibly related to paclitaxel.